Event description:
On (B)(6) 2009 - pt completed a left total knee arthroplasty. On (B)(6) 2012 - due to loose total knee arthroplasty of left knee a revision of the femur and tibial component was completed. Diagnosis: osteoarthritis, total knee arthroplasty.